Manufacturer narrative:
Result of investigation: during the technical inspection by the manufacturer, the error description provided by the customer (low light) was confirmed. Overall, the following defects were found: led is dimly lit, blade damaged, housing visibly worn, housing discoloured, cover visibly worn, cover discoloured, plug damaged, o-ring missing in plug, leak between plug and cover. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the described defect is wear and tear by the user or during reprocessing. According to the IFU (IFU usb826_en_v1.2_11-2021_IFU_ce-MDR), the product must be inspected for functionality and damage before and after each use, according to the instructions for use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has "low light". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).